Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in good physical condition; the keypad and labels were functional and intact. Evidence of the customer's reported problem regarding "cassette not attached properly alarm" was identified in the pump event history log. Simulated use testing was able to duplicate the customer's problem. The device was powered on and a cassette was attached. The pump alarmed that the cassette was not attached properly. The device was powered off then powered on in manufacturing utility mode to verify downstream occlusion sensor calibration and to attempt recalibration of the sensor. The sensor would not allow calibration due to a malfunction with the sensor. The DHR was reviewed and found to be in compliance; no manufacturing or testing issues were found. Based on these investigation results the customer's reported problem was verified and the root cause was a faulty downstream occlusion sensor. The downstream occlusion sensor, bezel and seal were replaced to address the customer's problem; no other corrective actions were taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.

Event description:
Distributor requested repair of an ambulatory infusion pump due to "alarming wrong cassette". No patient involvement was reported.

Event description:
It was reported that the pump had wrong cassette alarms. No patient involvement was reported.

Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The event log showed a high alarm (cassette not attached properly) was displayed. The device was powered on and a cassette was attached. The pump alarmed that the cassette was not attached properly. The device was powered off then powered on in manufacturing utility mode to verify downstream occlusion calibration and to attempt recalibration of the sensor. The sensor would not allow calibration due to a malfunction with the sensor. The reported problem was caused by a faulty downstream occlusion sensor. The downstream occlusion sensor, downstream bezel and downstream seal were replaced.